Manufacturer narrative:
(B)(4). This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a colleague infusion pump with failure code 804.26 was confirmed but not reproduced. Because the reported failure code was only found once in the event history, the quality engineer determined the cause to be defined as a software failure, no repair needed. Service confirmed the customer reported problem and is due to user induced error. No further testing has been completed at this time and no repairs have been performed as the referenced device has no hardware defect. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The field service engineer reported on behalf of the facility that a colleague infusion pump had a 804:26 failure code. This condition has the potential to cause an interruption of delivery. The event was reported to have occurred upon power up. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.